Event description:
It was later reported a myelogram was performed and showed that the catheter was spliced.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration and dosage and fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. On 2016-dec-12, it was reported that the patient¿s catheter had gotten ¿nicked¿ sometime in 2014. The patient stated that their bones are so close together that it wore the catheter, bulged and an enlargement where the catheter was located occurred. The patient also experienced pain in his back. After about 5 months, an x-ray was done and the catheter was replaced on (B)(6) 2015. During the revision surgery, the patient had local anesthesia to go under the knife due to a preexisting copd condition. According to the patient, the surgery was very painful. The patient also reported that their oxygen level fluctuated down to 78 vs the usual 92-95 range that the patient normally has. According to the patient, they had a brand new inhaler that was supposed to help and didn¿t and caused the opposite effect. The patient also reported that they have a hole in their back (a dent) at the spot where the patient¿s healthcare provider states that the sutures let go and the patient can push it in if they try.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that the report that of catheter being nicked and bulging, report of a hole in patients back where the sutures let go was not accurate. The fluctuations in oxygen level were related to copd not the device. It was noted that the patient was doing well and that the inquiry made was unnecessary

Event description:
It was reported that the patient had an operation on (B)(4) 2015. The patient¿s catheter was ¿disrupted¿. The patient was placed on minimum rate by the surgeon and the catheter was repaired. The issue was discovered with fluoroscopy. The day before the report, the patient bent over and coughed and it sent a throbbing pain into the back of his neck and he couldn¿t move for about 4 minutes. The patient knew that the spine needed to heal. It was noted that catheter segments that were not in use were left in the patient¿s intrathecal space. The patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).